Event description:
It was reported that the patient received multiple shocks and the r-wave amplitude was low. The lead was explanted.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.